Event description:
It was reported that the user experienced repeated alert 38 motor stall alarms on the ilet, leading to failure to infuse insulin despite multiple restarts and attempted dry runs; the problem was associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem identified during troubleshooting, with a medical device problem of failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.